Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number:. 1627487-2019-08349. It was reported that the patient's paddle implant on (B)(6) 2019 was aborted due to the fact scar tissue prevented the physician from placing the paddle lead. The physician first tried a penta lead, then a lamitrode, both to no avail.

Manufacturer narrative:
It was reported to abbott that the patient¿s lead implant procedure was abandoned because the physician experienced insertion difficulties due to the patient anatomy. The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.